Manufacturer narrative:
(B)(4). Batch # r59x7f. Investigation summary: the analysis results found that the ntlc75 device (a) was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with three reloads present. The reload (c) was returned unfired, with the dog house and forks damaged; the swing tab was noted to be missing. The reload (d) was returned with the proximal 56 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The reload (e) was returned with the proximal 26 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. A probable cause for the damage to the doghouse, forks and missing swing tab indicates that the cartridge reload was improperly loaded. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when "the surgeon resected more small intestine than expected (25 cm). " was there any patient consequence due to the additional resection of small intestine? Was there any change in the post-operative care of the patient due to this event? If yes, please describe. When the firing knob got "broken", did it break off of the device? If yes, did the firing knob fall into the patient? If yes, was it removed?

Event description:
It was reported that during a hartman procedure, the stapling and cut got blocked at 4cm, it was necessary to force on the firing knob which got broken. Because of this incident, the surgeon resected more small intestine than expected (25 cm). The procedure has been finished with a another stapler of a different brand.

Manufacturer narrative:
(B)(4). Additional information received: can you please clarify, when "the surgeon resected more small intestine than expected (25 cm). The device having failed 3 times with cartridge replacement then device replacement without success, the surgeon had to resect more small intestine than expected. Each time that the device was blocked at 4 cm of the stapling start, only a part of the tissue was stapling. So the surgeon had to resect the small intestine damaged that is about 25 cm. The patient was operated regarding a recovery from short bowel syndrome. Was there any patient consequence due to the additional resection of small intestine? No immediate postoperative consequences for the patient. However, 25cm of small intestine more would have been beneficial for the consistency of the stool and the speed of transit. Was there any change in the post-operative care of the patient due to this event? The feeding of the patient has been restarted more tardily than expected (2 days) when the firing knob got "broken", did it break off of each of the devices? Yes, the firing knob got detached completely. If yes, did either of the firing knobs fall into the patient? No. Will they be returning with the devices for analysis? Yes. Additional information requested but not yet received: what were the indications for surgery? Can you please clarify what procedure was being performed and why the small bowel resection was included as part of the hartmann¿s procedure? How much small bowel did the patient have prior to this procedure? What color was selected for each of the firings? What was the disease state/condition of the tissue? Was the short gut syndrome caused by the additional 25cm resection of small bowel? Did the patient require a reoperation following this procedure due to short gut syndrome? Are operative notes available? What is the current patient status?

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? For the first surgery, small intestine volvulus and right colic. Can you please clarify what procedure was being performed and why the small bowel resection was included as part of the hartmann¿s procedure? Same thing, ileocolostomy. How much small bowel did the patient have prior to this procedure? Unk. What color was selected for each of the firings? Blue. What was the disease state/condition of the tissue? Normal healthy tissue was the short gut syndrome caused by the additional 25cm resection of small bowel? No, it was following the first surgery. Did the patient require a reoperation following this procedure due to short gut syndrome? Unk. Are operative notes available? Yes. What is the current patient status? The patient goes well. Corrected data: adverse event, outcomes attributed to adverse event, type of reportable event, patient codes. Upon review of the information provided that the patient had short gut syndrome prior to the event, the additional resection of 25cm of small bowel due to the issues experienced with the device could lead to permanent impairment and therefore meets the FDA defined criteria of a serious injury.